Event description:
The user facility reported that their loading cart fell to the floor while an employee was gliding it onto their 66" transfer carriage. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite and observed that one of the racks from the loading cart was damaged. When the loading cart fell to the floor, it made contact with the sterilizer's door trim subsequently causing the damage to occur. The technician inspected the transfer carriage and found the height on the engagement rollers required adjustment. The loading cart was not properly locking to the transfer carriage subsequently causing the loading cart to fall. The technician made adjustments to the engagement rollers, tested the transfer carriage and confirmed the equipment to be operating properly. The transfer carriage and sterilizer were returned to service. No additional issues have been reported.